Event description:
It was reported that the patient's seizure frequency is increasing "a little" and she feels the stimulation is not as strong as it was. The physician requested a battery life calculation to see if the generator was at or near end of service. The battery life calculation estimated that the generator was likely not near end of service. No interventions appear to be planned at this time. Attempts for further information have been unsuccessful to date.